Event description:
The nurse rptr stated that a meter to lab test comparison was made after testing a pt (not identified.) Lab test result was 100 mg/dl, and the meter reading was 226 mg/dl. Time between the tests was 15 mins. No pt symptoms were reported. During troubleshooting, an er4 message was rec'd, and meter temperature range was discussed. On followup, the rptr did not have any further info. The lifescan rep noted that the nurse was knowledgeable regarding meter techniques, and that the nurse said she would review qc procedures with the pt.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8